Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root causes were identified as the following: insufficient fixture and tooling design used in the assembly process leading to observed assembly variation between operators. Specification and thermal coefficient ratings of adhesive glues are insufficient for heat cycle levels observed. Handling of the plug at the customer may have contributed to the failure. Work instruction lacked clarity and guidance which led to observed operator inconsistency during assembly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a defective charged coupled device. In addition, the device evaluation found the outer tube was dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus rigid video scope had a red image on the screen. The issue was found during reprocessing. There was no delay and the patient was not under anesthesia. There was no report of patient injury or medical intervention associated with this event.